Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shows prime fill anomaly. The customer stated insulin squirting out during manual prime. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated no dripping but it did squirt. Customer stated there was not a gap between the piston and the reservoir stopper. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08770 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).